Event description:
Additional information notes at follow up on (B)(6) 2013 noise continues. Subsequently the lead was replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that ventricular segms revealed oversensing of non-physiologic noise events. The sensing polarity was changed to unipolar. The patient would be monitored.